Event description:
Reporter alleged obtaining the results of 27.8 mmol/l and 10.2 mmol/l back to back within 10 minutes on the compact plus system. Reporter also alleged, that at a separate time, he obtained the results of hi (greater than 33.3 mmol/l) and 16.5 mmol/l back to back within 10 minutes on the same compact plus system. Reporter also alleged, that at a separate time, he obtained the results of lo (less than 0.6 mmol/l) and 10.5 mmol/l back to back within 10 minutes on the same compact plus system. Reporter stated that he relied on the repeat results and injected insulin accordingly. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.